Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2015. Subsequently, patient has undergone two revision procedures on (B)(6) 2015 and (B)(6) 2015 due to dislocation. The surgeon stated that the cup and stem placement needed to be changed and felt the stem was undersized and shifted which led to the patient dislocating.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2015-02729 & 02730 & 02731).